Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure which occurred the same day the sensor had been inserted in the abdomen. The patient was taken to the emergency room (ER) and treated with glucagon. There were no symptoms reported. The patient stayed at the hospital for 24 hours. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.